Event description:
It was reported that the device had premature battery depletion. The device was explanted and was replaced. It was also reported that the right atrial (ra) lead had a very high threshold which contributed to the rapid battery depletion. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead (B)(6) 2009; 5568-53 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.